Event description:
It was reported that during an implant procedure, the device had a set screw issue; the physician was unable to screw in the right atrial lead. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).